Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. The customer reported that there might be an issue with her infusion set and reservoir. The infusion set of the insulin pump was new when the event occurred. The customer declined to troubleshoot. The customer reported changing the entire infusion set and the site to no avail. No additional information was provided.